Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 200.5 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported that an empty pump occurred on (B)(6) 2018 due to a missed refill. No symptoms were reported. No further issues were reported or anticipated.